Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of eval.

Event description:
It was reported that the touch screen began flickering and only left a portion of the screen illuminated. No impact to customer's blood glucose level.